Manufacturer narrative:
Patient city:(B)(6). Patient country:united states. Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on 08-aug-2024, it was reported that the patient encountered infusion set leakage in the tubing. The blood glucose level was reported 400 mg/dl and treated with manual injection. Infusion set was in use for 1 day. No further information available.